Event description:
Pt was having orif of distal left humerus fracture. A 4.0 cancellous partially-threaded 40mm screw broke at end of threads. Threaded portion remains in bone. Fracture was still able to be reduced well.